Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2004. It was reported that the pt's iliac arteries were severly diseased. There were no endoleaks at the completion of the case. The pt became hypotensive shortly after the case was completed. It was reported the physician re-opened the right groin and there was a dissection in the right extermal iliac artery extending to the right common femoral artery caused by the 22f sheath. The dissection was repaired with aneurx stent graft and another MFR's stent. No additional clinical sequelae were reported, and the pt reported to be fine.